Event description:
On 02-jan-2026, a sales representative reported via phone that during a rotator cuff repair procedure, two ar-3642sp knotless 2.6 fibertak double loaded anchors with #2 kl repair sutures were implanted. Both shuttling loops broke on each anchor after implantation. The anchors remained in situ, and the broken sutures were removed. Two additional ar-3642sp anchors from a different lot were utilized without issue to complete the case. There was no surgical delay, no additional anesthesia administered, and no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.